Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found the probe detached and missing. The missing portion of the probe was not returned for evaluation. The distal end of the device was inspected under a microscope and found that the detached probe measured at approximately 10mm in length. Olympus was unable to perform a probe check due to the detached probe. To add, a visual inspection was performed on the device and found the teflon pad with normal wear; however no metal was exposed. There were also char marks noted on the teflon pad. The most likely root cause for the reported probe damage could be due to the probe coming in contact with a hard or metal like surface during activation. The instruction manual states, "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone."

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported phenomenon cannot be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information is received at a later time this report will be supplemented

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy procedure, two thunderbeat devices failed. It was reported that on the first device a (B)(4) (probe damage error) was observed. A second similar device from a different lot was used and the probe broke off, and fell into the patient. The device fragment was retrieved using an unknown device. The physician then switched to a third device and successfully completed the procedure. There was no patient injury reported. No further information was provided.